Event description:
It was reported that the medium-large clip applier instrument had a cracked / bent arm near the tip. There was no report of patient harm due to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have a broken main tube approximately 3.1730" from the distal tip. The instrument appeared to have detached fragments. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.